Event description:
The ge oec 9600 fluoroscopy system reportedly shut off and turned back on when the interconnect cable was moved.

Manufacturer narrative:
A ge oec service representative investigated the issue and removed and replaced the damaged interconnect cable. The system was further tested and found to be operating as intended. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to this issue.